Event description:
The customer reported that their device would display a failure to charge message on the screen when attempting to charge the defibrillation energy to multiple levels. When this message occurred, the device would also display a "connect cable" message on the screen. The customer reported that they did observe that one of the connector pins, within the therapy connector assembly on the device, was pushed in. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with the part number for a replacement therapy connector assembly and recommended replacement. Physio has since been unable to reach the customer regarding the status of the device repair. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not conclusively be determined.

Manufacturer narrative:
The customer has advised that the replacement of the therapy connector assembly has resolved the reported failure. The device has since been returned to service following a verification of proper operation through functional and performance testing.